Event description:
It was reported that the physician from (B)(6) hospital observed on fluoroscopy that a thrombus was noted in the vessel during the use of ivus catheter. The physician then took measurers to remove / extract the thrombus from the coronary vessel. The pt returned to the coronary care unit for observation and no other clinical events were reported. The physician did report that the pt had an adequate level of heparinization and the catheter was flushed with a combined heparin saline flush as per standard procedure.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was revised and it revealed the device met all quality and manufacturing release criteria. To date, there have been no other reported complaints received from other devices manufactured in the same lot. The device was visually inspected adn there was no damage found. The investigation also showed that the device passed all functional testing. To date, additional clinical information was requested from the physician and thus far no cine films or additional clinical information related to the event has been received by the manufacturer. At this time, no conclusive comments can be summarized as to the reason for the thrombus during the use of the ivus catheter. A supplemental report will be submitted when the manufacturer receives any clinical information. The IFU, under section adverse effects states: "bleeding at the entry puncture site, injury to the vascular wall, thrombosis of the vessel, and peripheral embolization has occurred with the use of percutaneous intravascular catheter devices."